Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms for an unknown reason. A revision procedure was performed where the ra lead was surgically abandoned and the pacemaker was explanted as it was close to its elective replacement indicator (eri). No additional adverse patient effects were reported.